Event description:
Additional information received reported that after implantation the patient did not complain of any symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's pump was replaced (B)(6) 2012. The pump was primed with 50 mg/ml on the back table; 30 mg/ml was in the catheter and the hcp was able to pull .5ml from the catheter and then they could not aspirate. The pump was programmed to flex dosing with the 50 mg/ml drug. A bridge was not programmed so the patient is receiving the 30 mg/ml drug with the 50 mg/ml concentration programmed to the pump. Further troubleshooting was being considered. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: physician programmer model 8840 serial# unknown; catheter model 8596 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk.

Event description:
Additional information: the pump was primed on the back table before connecting to the catheter and programmed to run at the new dosage of 50 mg/ml. The drug in the catheter at 30 mg/ml was not accounted for. The patient was recieving 4.38 mg/day instead of their intended dosage of 7.3 mg/day. This would resolve itself when the drug of with the new concentration reached the catheter tip.

Manufacturer narrative:
(B)(4).